Event description:
During an on-site technical training on a maquet table (without pt in the room), the maquet rep noticed that the spring arm of the maquet surgical light system was not positioned correctly, and started to slide down over the surgical field. The problem was detected before any part fell.

Manufacturer narrative:
The maquet field rep in the hospital evaluated and repaired the device. He checked the assembly and found that the c-clip that is used to secure the spring arm to the suspension system was not correctly seated in its groove. One plastic cap was also missing in this area on the device. Bad positioning of this c-clip allowed the spring arm and the lighthead to slip down and potentially fall to the operating field. This clip may not have been installed correctly from the beginning. A warning in the powerled installation manual (ref 0158401 rev 1f) mentions: "the circlip should be fully seated in its groove and turn freely. Never use a bent circlip." Maquet s.a. Provides product failure investigation, analysis and resolution for the device described in this report.